Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that during a cataract surgery, the pedal backflow did not work with an ophthalmic operating console. No system message was displayed. The surgery was completed in the same procedure without any harm to the patient.

Manufacturer narrative:
The company service representative, examined the system. And confirmed the reported event. The company service representative, was unable to replicate the reported event. As a preventative measure, the footswitch printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).